Event description:
It was reported that during a subtotal gastrectomy procedure, the device was used and the stapler formation was incomplete. Only half the stapling was formed. This happened when making a resection and anastomosis during the surgery. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.